Event description:
The user facility reported that while a patient was present, a 5085 surgical table was placed in trendelenburg position and the end of the table went too far. No injuries were reported. A procedural delay occurred.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found damage to the column shrouds. Further inspection revealed damage to the internal wiring. The technician replaced the internal wiring and column shroud; the table was tested, confirmed operational and returned to service. Based on the observed condition of the table, it is likely the shroud was damaged prior to the reported event. Use of the table with existing shroud damage caused the column shroud to become further damaged and misaligned, which resulted in damage to the internal wires. Damage to the internal wires prevented the hand control from functioning. A review of the service history for this table indicates the table has been serviced multiple times for shroud damage caused by the customer. The table is not under steris maintenance agreement; the user facility is responsible for maintaining the table. Steris has offered an in-service to the customer on the proper use and handling of the 5085 surgical table.